Event description:
Reporter indicated that the patient could not tolerate programmed parameter settings. The patient went for a sleep study test that resulted in sleep apnea with vns therapy system stimulation only. As report of apnea was reported as the result of increased settings of the vns device, the patient's settings were decreased to see if the apnea resolves. Patient's treating physician believes the apnea is the result of vns stimulation. Good faith attempts are being made to obtain add'l info.